Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test, displacement test and the basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the prime anomaly. The battery tube was found corroded. The insulin pump communicated properly with a test blood glucose meter. The device was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 27.0mmol/l, and the customer was treated with novorapid injections. It was stated that the customer was throwing much and has high heart rate of 144 beats per minute. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found no delivery alarms. Assisted the caller to run the high pressure test and passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.